Event description:
Technician alleged that the bed could not place a nurse call.

Manufacturer narrative:
Technician found that the communication cable was pulled from the sidecom power control board along with the pressed in attachment nuts. Technician replaced the sidecom power control board and reconnected the communication cable to resolve the issue.